Event description:
A distributor notified zoll that a (B)(6) female patient passed away on (B)(6) 2015 while at home. The lifevest detected ventricular fibrillation on 01:42:06. The lifevest delivered 12 appropriate treatments between 01:42:52 and 02:34:44. The first six treatments were unable to convert the arrhythmia. Treatments #7 through #11 converted the vf to bradycardia. The patient's rhythm degraded to vf again after the 11th treatment. The final treatment was delivered at 02:34:44 during vf. The post-shock rhythm was asystole. Post-shock asystole is a known risk of external defibrillation. There is no indication of any device malfunction.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon receipt. There is no indication of any device malfunction. Device mfg date: monitor (B)(4): 11/2013. Electrode belt (B)(4): 09/2012.